Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g6 continuous glucose monitor (cgm) and the ilet bionic pancreas, with communication failure and incorrect pairing inputs leading to an inability to connect the sensor to the pump while the user was concurrently viewing glucose values on a dexcom app. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact, and blood glucose levels remained unaffected. User support included communication and analysis of the information provided. Investigation of this case revealed user setup error related to pairing configuration for the cgm, with pump and sensor hardware functioning as designed once correctly configured. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.